Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a cine disk unavailable error and had loss of cine function. There was no pt injury or death reported.